Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Manufacturer narrative:
Follow-up # 1 (B)(6) 2011. Device history record review was conducted on (B)(6) 2011 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
It was reported that the keypad button presses did not activate desired pump functions. The patient reported that she must press and hold down the ok button to make the pump respond. The patient denied that the pump was exposed to water and denied that the keypad was peeling or otherwise damaged. There was no adverse event associated with this complaint.